Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused a low voltage for the internal hybrid layer capacitor (hlc) batteries. Physio-control then further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an internal hlc battery, designator bt2, that was damaged and would not retain an energy charge. A replacement device was provided to the custmer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device could be powered on, but the device would power off by itself after the first voice prompt. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a charge-pak icon and attention icon in the device's readiness display. Upon evaluation by physio-control it was observed that the device could be powered on however, it powered off by itself after the first voice prompt. The device would not stay powered on to charge and shock defibrillation energy. There was no patient use associated with the reported event.